Manufacturer narrative:
The customer contact indicated that the device was discarded. Investigation is not complete. The lot number of the device that was in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 261055h and 251265h. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported a leak. The tubing set was to be used to deliver an unspecified concentration of an unspecified chemotherapeutic agent. It was reported that during priming with saline prior to pt use, when the semi-rigid adapter of the clave secondary port on the cassette of the tubing set was flexed, an unspecified volume of solution leaked. No specific details wer provided. Though requested, no additional information was provided.